Event description:
On (B)(6), 2010, a respiratory therapist reports an internal leak for inomax ds #(B)(4). The respiratory therapist states there was no harm to patient and no adverse event occurred. The device was replaced with another unit.

Manufacturer narrative:
A respiratory therapist reports an internal leak for inomax ds #(B)(4). Evaluation summary page: the investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced and it was confirmed the leak stopped and was corrected. The root cause of the incident was a failed pressure switch.